Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that some time post-op, the patient underwent a revision surgery because one of the bonescrews was resting on the iliac nerve root and fusion had occurred. During removal of the screws the head popped off of the shaft of 3 screws. The 3 shafts were able to be removed by burring the screws out. No additional patient complications were reported.